Manufacturer narrative:
Device evaluation summary device evaluation of electrode belt (B)(4) has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. Upon investigation, the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG a and ECG b to the front therapy electrode. The root cause for the open pulse wire was excessive force on the cable. No adverse event resulted from the open pulse wire.

Event description:
A us distributor returned electrode belt (B)(4) and reported that the therapy electrodes were non-functional.